Manufacturer narrative:
All available patient information is included. Additional patient details are not available. Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect prolactin result for a patient sample. Sid (B)(6). Initial result: 53.07 ng/ml, repeat result: 52.95 ng/ml (reference range female: 5.18-26.53 ng/ml) the laboratory does not carry out the peg method to exclude interference with macroprolactin. The customer sent the sample out to another laboratory that uses the centaur cmia technique and obtained a result of 19.9 ng/ml (reference range: 2.7-29.0 ng/ml) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect prolactin results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for the product. A review of tracking and trending did not identify any related trends. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The device history records were reviewed and did not identify any non-conformances or deviations related to the complaint under review. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect prolactin reagent lot 34434ud00 was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.